Manufacturer narrative:
During testing at the service center, the device alarmed with a check cassette p error code. This was found to be due to the proximal pot had drifted out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device returned to the service center with a report from the customer contact during preventative maintenance testing, the device displayed a check cartridge error code. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a check cassette-p alarm code and the proximal pressure sensor drift was noted.